Manufacturer narrative:
The impella device was not received from the customer, therefore, investigation of the device was not possible. Should the device or any new information be received, a supplemental MDR will be filed.

Event description:
A 62-year-old female with a history of prior coronary artery bypass grafting, coronary artery disease, and diabetes mellitus received an impella cp for acute myocardial infarction¿related cardiogenic shock. She was receiving two inotropic medications and was on mechanical ventilation prior to device placement, indicating advanced disease severity consistent with society for cardiovascular angiography and interventions shock stage e. Due to ongoing hemodynamic compromise and underlying comorbidities, she was escalated to an impella 5.5 on day four in the operating room. After initial improvement on the impella 5.5, she developed a cerebral hemorrhage on day thirteen, although the extent of involvement was not available. Anticoagulation therapy was discontinued following this diagnosis. The likely contributors to the hemorrhagic stroke were the anticoagulation therapy and her underlying comorbidities. Over the subsequent days her clinical status continued to decline, and after twenty-five days of mechanical circulatory support the treating clinician elected to withdraw support. Cp to 5.5 escalation. Csc call due to left ventricle signal display at p-3. Although it was not stated, this issue is most likely caused by retrograde flow control.